Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment.

Event description:
Patient presented with large painful cyst in left underarm 3 months after her second miradry treatment. Was prescribed antibiotics and issue resolved.